Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked reservoir tube lip.

Event description:
The customer's wife reported via telephone call that she was hospitalized with high blood glucose. The blood glucose reading was 537 mg/dl. The customer had been treating with the insulin pump but it did not bring down the blood glucose. The customer had experienced chest pains. The customer was wearing the insulin pump at the time of the event, but was disconnected from it at the time of admission and was started on manual injections. The customer's wife declined troubleshooting for high blood glucose.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.